Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed pseudo pseudo fusion and under sensing on the atrial channel of implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.